Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was inspected; this showed no discrepancies. The device was attached to cadd-solis vip pump and successfully primed. The device was given functional testing; during this test infusion the device functioned as expected and no pump alarms occurred. The reported issue could not be confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump had a "no message" alarm that went off during a pre-use check so the pump was not used. The alarm persisted even after the customer replaced the pump with another one. There was no reported adverse events.